Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the analyzer and observed there was no fluid going through reagent syringe, sample syringes and probes. Upon further inspection the fse determined no fluid was being dispensed from the degasser assembly due to malfunction. The fse replaced the degasser assembly to resolve the issue. Performed system verification successfully without issues. The analyzer returned to normal operation. The customer was satisfied. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated false low ise (ion selective electrodes) patient results for sodium (na), potassium (k), and chloride (cl). The erroneous results were not reported outside the laboratory. The customer did not provide patient data or demographics, and the number of patient samples affected is unknown. There was no report of change to treatment, injury, or death associated to this event.